Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the device issue was due to improper handling and/or falling damage. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the controller of the battery oscillator device was damaged and the device was scratched. It was further determined that the needle bearing was defective and the control unit and several internal components were severely damaged. It was further determined that the device failed pretest for functional test, check saw blade coupling and general condition. It was noted in the service order that the device had an undetermined malfunction while in use with another battery oscillator device and the electric pen drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.